Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: concomitant medical products: desc: unknown ncb screw; item: unknown; lot: unknown. Journal article citation: whitaker, s., abu-shiraz, y., velichala, s., sharma, a., smith, m., setliff, j., satalich, j., kiritsis, p., vanderbeck, j., boardman, d. (2025). Low revision rates with locking plate fixation of proximal humerus fractures: a comparison of two implant systems. Journal of long-term effects of medical implants, 36(1):1-7. Doi: 10.1615/jlongtermeffmedimplants.2025059687. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 10-mar-2026 that reported a retrospective cohort study from the united states. The purpose of the study was to compare the rates of hardware failure, need for revision surgery, and other common complications between patients who underwent fixation with zimmer biomet or depuy synthes proximal humerus locking plates. Patients in the study underwent open reduction internal fixation of a proximal humerus fracture between june 2016 and february 2023 with either a phi-los (depuy synthes) or an ncb-ph (zimmer biomet) plating system. There were 37 patients in the depuy synthes cohort and 41 patients in the zimmer biomet cohort. In the zb cohort, patients had a mean age of 61 years with 11 males and 36 females. The average length of follow up was 40.6 weeks (range 4.43-250.6 weeks). The article reported 1 patient underwent an initial orif after sustaining a 3-part proximal humeral fracture. At 36.4 weeks postop, the patient required revision due to avascular necrosis. Attempts have been made and no further information has been provided.